Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported the patient does not have stimulation. It was reported the patient rolled over and the stimulation just stopped. It was noted the patient was programmed at group a at 2.40v. It was reported the patient has increased stimulation to 4.0v and still does not feel stimulation. It was noted the patient switched to group b at 5.0v and still did not feel stimulation.